Event description:
During a tubal ligature procedure, a karl storz bi-polar forceps allegedly broke off in the pt. Doctor decided to convert it to open surgery in order to retrieve the broken piece; the piece was retieved and procedure completed.